Manufacturer narrative:
The device has not been received for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that twelve years, ten months post implant of this bioprosthetic pulmonic valved conduit in a pediatric patient, this device was replaced, valve-in-valve, by a transcatheter pulmonic valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received information that this device was replaced due to conduit stenosis, insufficiency, and mildly decreased right ventricle function; it was not replaced due to patient outgrowth. Peak gradients across the valve measured 60 mmhg, and moderate regurgitation was noted. Prior to the replacement procedure, the patient experienced exercise intolerance. No other adverse patient effects were reported. Patient's weight added; patient's relevant medical history; additional patient code: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.